Event description:
According to the available information, the implant was removed and replaced due to the pump riding very high.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Titan pump, two cylinders and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of high riding pump, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed and replaced due to the pump riding very high.